Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading was not reported. Troubleshooting was performed. The prime history revealed that the reservoir and the infusion set were changed every six days. Also, it was reported that when the insulin pump was disconnected from the customer, the insulin was cloudy and the insulin pump was surrounded by dog's hair. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.